Manufacturer narrative:
The correction of d1 brand name, d4 catalog # deems required. This is based on the internal evaluation. Previous d1 brand name: volista standop. Corrected d1 brand name: standop volista®. Previous d4 catalog # ardvst229029a. Corrected d4 catalog # none. Getinge became aware of an issue with one of surgical lights - volista standop. It was stated water stains dripping on the cover and rust occurrence. There was no injury reported, but we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Subject matter expert established that according to the information provided the presence of water in the device is the result of a water leakage or condensation coming from the facility, it is a phenomenon external to the device. This problem is not related to the device, the volista surgical light is not supplied with water and is not a source of a leak. For safety reasons a functional check of the device is required to verify the absence of damage. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(6).

Manufacturer narrative:
Event site name: (B)(6) hospital. Additional information will be provided following the conclusion of the investigation.

Event description:
On 17th september, 2024 getinge became aware of an issue with one of surgical lights - volista standop. It was stated water stains dripping on the cover and rust occurrence. There was no injury reported, but we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.